Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and greased and the filament was calibrated during the service call. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an overload fault error. This error likely resulted in a system shut down and/or lockup situation. There are no reports of patient injury or death associated with this event.